Event description:
On (B) (6) 2008, an elevate sling was implanted. On (B) (6) 2008, it was reported subject had infection at the incision site. Severity as mild. Not related to the device but probably related to the procedure. No medical or surgical intervention was needed, it was resolved on (B) (6) 2008.